Manufacturer narrative:
When abbott field service inspected the refrigerator, no issues were found, the refrigerator was functioning normally and maintaining proper temperature. Review of the service ticket history for the storage module did not identify any other issues with the refrigerator. No other complaints were found from other sites noting smoke or fire from the refrigerator, and no adverse trends were identified. Based on the available information, a deficiency of the system was not identified. There is no evidence that reasonably suggests a malfunction occurred. The refrigerator was inspected by field service and found to be operational. Current labeling advises operators on electrical safety and precautions to observe for safe operation. (B)(4).

Event description:
The customer stated that the refrigerator on the storage module of the accelerator automated processing systems (aps) made unusual noise during the night and smoke was observed. No fire or injury was reported.